Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have been having issues with the communicator on and off for about the last 4 months, but it has gotten to the point where it is really bad. Patient stated they will have the communicator plugged in but sometimes it acts like it is dead and won't turn on even after charging for 2 hours. Patient said sometimes they will try to charge the communicator and it will act like it's not taking a charge but then it will turn on and it is still fully charged per confirming on the handset. Patient states sometimes the communicator will eventually turn on though after multiple hours of trying to get it to work. Patient states they have tried resetting the communicator in the past. Patient noted they don't have adaptive stim turned on so when they try to go to bed the stim is too strong and they need to adjust to be able to go to bed at night. Patient stated they worked for 3 hours last night to attempt to get the communicator to work to adjust stim. Patient reports the communicator was charging all last night but still there are no lights on it. Agent had patient attempt to reset the communicator by holding down the power button for 30 seconds multiple times but patient reported no lights would flash on the communicator. Patient reported communicator not found message when attempting to connect with the handset. Patient plugged the communicator in to recharge and confirmed the battery light was solid green. Patient reports no physical damage to the charging cable and noted they have tried to recharge the communicator in multiple outlets. The issue was not resolved through troubleshooting. An request was sent to the repair department to replace the communicator.